Event description:
It was reported that the pt had good therapeutic effect during her trial with the implanted lead and external stimulator. During the surgery for the implantable stimulator, the lead inserted without difficulty into the ipg, but impedance measurements were all greater than 4,000 ohms except the pair of case and 0. A second ipg was connected to the lead and yielded the same results. The lead was then again connected to the external stimulator and the pt felt no stimulation and had no motor response, indicating the lead was malfunctioning. The lead was replaced and connected to the first ipg that was tested with great results. No further info was reported.